Manufacturer narrative:
--

Event description:
Additional information was received indicating that the patient's symptoms that had gotten worse were activity intolerance and generalized weakness. The impedance measurements were within acceptable range. The suspected lead insulation breach was not confirmed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited loss of capture at maximum outputs. The patient's heart rate was 35 beats per minute (bpm). The patient is dependent. It was reported that the patient's symptoms had gotten worse recently and that there had been a brief change in impedance measurements which have since stabilized. An insulation breach on the lead was suspected. The device was explanted due to setscrew issues. This right ventricular (rv) lead was abandoned. No additional adverse patient effects were reported.